Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). During the call, pt mentioned the implant "feels different" and not as effective as it used to be since a couple months ago (pt was not clear on event date). Pt stated the implant feels "mushy" and feels like there is an end to it. Patient stated they have not lost or gained weight but the implant used to be easy to find, now they have to wiggle and move to find the implant. Pt stated before, they had the worst back pain and therapy helped almost 100%. Patient mentioned now, they still have back pain whether the implant is charged or not. Agent asked - pt stated they fell off a step ladder around christmas and landed on their back on a cushion. Pt stated they have been impressed with mdt rep. Agent redirected to hcp for possible reprogramming and to check the implant. Pt stated they have a doctor appointment tomorrow. Additional information was received from the manufacturer representative (rep). Rep reported that patient (pt) had new pain when they met with patient last, but they were not made aware of a cause of the implant issues. Rep noted a different rep met with patient on friday. Pt stated they wanted to get more coverage in their back. Rep was able to get other programs that were good coverage in pt's feet and legs. Pt let the implant battery go dead this weekend to see how they did. Pt went to gym and didn't have much back pain, but a lot of pain in their feet and legs without the stimulator being on. The healthcare provider (hcp) was updated and said they will keep pt on their radar and wait to hear back from them. Pt is having an unrelated surgery on (B)(6) 2024 and will reach out to hcp after they recover from surgery.

Manufacturer narrative:
B3: event date is unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.